Event description:
It was reported that during a procedure, the surgeon was hitting the guide wire handle and the handle broke. Apparently the pieces flew across the room.

Manufacturer narrative:
The reported event was confirmed. Visual inspection revealed drill holes, as the counterparts of missing pins, showed traces of intended press-fit. Thus, a dimensional inspection could not be performed. Hardness tests of available units revealed no deficiency. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Based on investigation an exact root cause could not be determined. A non-conformity report had been opened in order to further investigate and address this issue for further details.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a procedure, the surgeon was hitting the guide wire handle and the handle broke. Apparently the pieces flew across the room.